Event description:
It was reported that during an unknown procedure, as the first device was locked out, the device was reset on the mayo table. However, the device was not activated. So, when the device was activated in opening the jaw several times, the blade was broken off. The second and the third devices were also locked out, and then the blades were broken off when they were touched on the mayo table. In the third device, the event occurred in about 10 minutes after a few actuations. Ligature was performed to complete the case. Since the blades were broken off outside the patient, there were no adverse consequences for the patient. It was the first time for the doctor to use another device. The sales rep who attended the operation commented as follows; the blade of the first device might have touched a forceps and the actuation tissue too much. However, it seemed that the third device rarely touched a forceps.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Devices a and b were received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blades were found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Can cause an intermittent failure but we were unable to reproduce this failure. The analysis showed that device c was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade devices b and c batch # g9k37k, mfg date 5-17-10, exp date 4-17-15.